Event description:
Reporter stated "line found to be leaking at connection site of PICC to t-connector. Tried to tighten connection but still leaked when flushed. Removed connection, flushed with sterile saline directly from syringe, no leak noted. Changed to a new t-connector. Didn't seem to leak when flushed but was leaking when rechecked 30 mins later. Line removed. No visible crack noted at end on PICC line but unable to flush line after removal 3 hours later because line was blocked. New PICC inserted. Old PICC removed."

Manufacturer narrative:
The sample was returned to argon for investigation. The investigation is currently in progress. A final report will be submitted upon investigation completion.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations or non-conformances were recorded relating to this issue. One used female luer lock sample was returned to argon from the customer. A visual inspection was performed on the returned product. The returned catheter was tested with a water-filled syringe. The catheter was confirmed to be occluded. The most likely cause of the leakage was a connection-related issue during use. Leakage occurring only when connected to a t-connector indicates the issue may have been related to fit, seating, or interface integrity between the PICC hub and the connector. - the recurrence of leakage after replacing the t-connector suggests a use-related or connection-related issue, not a manufacturing defect in the PICC. The later blockage of the removed PICC is consistent with lumen occlusion which can occur due to clotting or residue within the lumen and is not indicative of a manufacturing defect. No evidence was found to suggest a systemic or device-related nonconformance. Since no systemic manufacturing or quality issue was identified, no corrective or preventive action is required at this time.additional information provided in h.3., h.6. And h.11.